Event description:
The customer reported obtaining intermittent non-numeric (incomplete flags/codes) differential results from the lh 500 hematology analyzer. The customer stated that the analyzer also had lock ups at the time of the event. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed troubleshooting and replaced multiple parts but the intermittent non-numeric results issue was not resolved. The fse ordered replacement parts and returned to the customer's site on (B)(4) 2014. The fse replaced the differential mix motor and flushed the flow cell with warm water and cleaner to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. (B)(4).